Manufacturer narrative:
The reported event of a replace system controller alarm was confirmed during analysis. The evaluation of the returned system controller revealed a broken brown inner wire in the white power lead and a broken red/white inner wire in the black power lead. Movement of the white power cable at the connector end resulted in hazardous low voltage alarms as well as interruption of pump function and transition to backup mode while connected to the power module. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt received a "replace system controller" alarm. The system controller was exchanged and the event was resolved.